Event description:
Bmet alleged their acuity central monitoring system failed to display vital-sign waveforms for their pts who were being wirelessly monitored. This resulted in a temporary inability to centrally monitor pts, however, bedside monitoring was not affected. There was no report of any pt harm as a result of the reported event. The customer did not provide any pt info.

Manufacturer narrative:
The device eval is not yet complete. A f/u report will be submitted when the eval is completed. This complaint is being reported in an abundance of caution for a temporary loss of centralized pt monitoring.